Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the ac adapter would not lock onto the controller from the power source port #1. There was no reported patient injury related to this event. The controller was returned to the manufacturer for evaluation, where product malfunction was confirmed. The root cause of the reported event is due to damaged pins on the power port connector most likely related to improper handling and excessive use of force when connecting the power cable to controller. The manufacturer has opened an internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Company is seeking this information through the event investigation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the ac adapter would not lock onto the controller from the power source port #1. The facility performed a controller exchange, removed the controller from service and provided the patient with a replacement device. The controller was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.